Event description:
It was reported that patient received inappropriate therapy due to pseudo-fusion of r-waves, and atrial lead sensing issue. Device was reprogrammed and no further issues were reported.